Event description:
Reported event of "band erosion" from research article: "bariatric surgery: a review of normal postoperative anatomy and complications", clinical radiology 66(2011) 903-914. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). Multiple requests for further info have been made. Allergan has received no response from the reporter. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience.